Event description:
Upon review by the manufacturer's investigation unit, the inform base unit was found to have charred connector pins 3 & 4, and melting of the plastic housing around the pins. No adverse event reported. The suspect device was returned, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.